Event description:
It was reported that during the procedure in the proximal right coronary artery (rca) with mild tortuosity and mild calcification, pre-dilatation was performed several times using an unspecified 2.25 balloon at 12 atmospheres. An attempt was made to advance a 2.5x23 rx promus stent delivery system but the distal tip of the guide catheter "bumped" the proximal rca. Force was applied to the stent delivery system. Angiography revealed that the stent may have moved on the stent system. The stent delivery system was removed from the anatomy without resistance. It was confirmed that the stent had moved distally, kinks were noted, and a distal stent strut was flared. A non-abbott stent delivery system was used to successfully treat the target lesion. There was no adverse patient effect and no significant clinical delay in the procedure. The physician stated that the inability to cross may have been caused by calcification. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the rx promus stent delivery system (sds) noted blood visible in the guide wire lumen, consistent with the sds advanced over a guide wire. The stent implant was stationary on the balloon but was not between the markers, confirming the reported movement. The stent implant was not loose on the balloon. The proximal end of the stent was located 2.5 mm distal to the distal end of the proximal marker. The distal end of the stent was stretched 4 mm distal to the distal end of the distal marker. There were mangled struts on the first row at the proximal end of the stent. The middle of the stent was bent. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The proximal end of the balloon was wrinkled. The distal end of the soft tip was torn. There was a 1 mm length scratch on the distal end of the soft tip. There was a bend in the inner member at the bent middle portion of the stent implant. The stent outer diameters could not be measured due to the damage noted. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. The guiding catheter used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. It was reported the patient anatomy was calcified which likely contributed to the reported difficulties with the guiding catheter. It is likely that as the guiding catheter interacted with the calcified lesion, excessive force was applied to the sds in the attempts to advance, resulting in the stent interacting with the guiding catheter, causing damage and the stent to move on the balloon, and the noted damage to the tip as there was no damage noted to the stent during the inspection prior to use. It should be noted the promus instructions for use states: should any resistance be felt at any time during coronary stent system withdrawal, the stent delivery system and guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all products are 100% checked for damage and stent crimped profile. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for loose stents or difficult to position for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder. Guide cath: britetip 7 fr al1stsh. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.